Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device will not be returned.

Event description:
It was reported that the patient was in a motorbike accident and fractured the femur. On (B)(6) 2014 the patient had a t2 femoral nail implanted. The femoral neck fracture was not noticed during the first x-ray image diagnosis. The femoral neck fracture became clear when implanting the femoral nail. The surgeon does not think that the femoral nail influenced femoral neck fracture.